Event description:
It was reported that, while drilling for 3 seconds, the tip of a 7.0 compression screw drill broke off. Incident occurred during an intertan procedure with instruments inside the patient. The broken piece was retrieved from the patient. The procedure was completed with a 15 min delay using a back-up device. No patient injury or other complications were reported. No patient information neither operative reports are available.

Manufacturer narrative:
The device used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the tip of the screw drill is broken ,bent and damaged has signs of wear and tear from use. Three guide pins were also returned for evaluation . Visual evaluation of the pins confirms that the screws are slightly damaged at the threads. The guide pins have little to no wear and tear. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed prior complaints for the listed batch and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.